Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1712k was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump failed to boot up once installing aa battery, flashing white display with a partial screen was noted. Unable to perform the sleep current test, active current test, and self test due to flashing white display. Test p-cap locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found a cracked lcd controller on pcba 1, bleeding and cracked glass. The following were also noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, cracked belt clip rails, pillowing keypad overlay, keypad overlay texture damage, and label damage. The battery tube threads appear oval shaped, it is difficult to insert a battery into the battery tube. Cosmetic damage was confirmed at the battery compartment. Flashing white display was confirmed during visual inspection due to a cracked lcd controller on pcba 1. Partial screen was confirmed during visual inspection due to bleeding and cracked glass on pcba 1. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.